Manufacturer narrative:
Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8711, lot# n195739003, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported that the pump alarmed critical due to motor stall. Patient was being treated for withdrawal symptoms. The healthcare provider (hcp) tried to program a bolus and update the pump, but he continued to get the motor stall error. Device troubleshooting was planned and the pump was put in stopped mode, the alarms were silenced and updated. Drug delivered via the device was morphine. Patient reportedly noticed withdrawal symptoms approximately three days ago however the alarm was heard as of the date of this report. Patient also had reported pain. Patient status at the time was indicated as alive with no injury. It was later reported that the hcp planned to schedule a pump replacement; however the date was not yet selected.